Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error alarm. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed self-test and displacement test. No pump error 63 noted during our testing. No visual defects of the solder joints at the ambient light sensor or traces at the keypad assembly noted. The insulin pump was received with cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay. The insulin pump also had a fading serial number label.